Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. It was reported that the controller was not connecting with the implant unless the recharger was pressed against the implant. Patient stated the controller kept shutting off when they touch it and their controller would say no device found. Patient noted that when they try to charge their implant, their controller will get stuck cycling on the screens sometimes. Agent walked patient through a reset of the controller; patient confirmed that the controller powered back on. Patient stated that they got no device found when they went to unlock their controller. Agent had the patient inspect their recharger for any visible damage; patient verified there was no damage. Agent had the patient start a charge session; patient noted that they got no device found again and agent had them try again. Patient said that they were recharging excellent and that their controller was at 90% and their implant was at 70%. Agent put the patient on hold to make sure that they were able to keep recharging excellent; patient noted that their controller turned off when the agent put them on hold. When asked for an event date; p atient stated that the issue started around december 19th. The issue was not resolved. A replacement recharger (rtm) was sent out. No symptoms were reported.  Additional information was received from a patient (pt). It was reported that they got the replacement recharger, however the controller was not holding a charge and kept turning off. Agent clarified the issue further with the pt and pt said that in order for the equipment to communicate with the ins, the equipment had to be right over the ins so they were having troubles trying to recharge the ins. Agent had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Agent then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the controller light flashing green. Agent had the pt unlock the controller; pt saw no device found (16). Agent had the pt initiate an ins recharging session; pt saw recharging excellent with the ins at 50% but then no device found appeared right after. A replacement controller was sent out.  Additional information was received from a patient (pt). It was reported that the pt called back for help using controller. They were seeing a screen saying to insert the battery pack. Pt still had their battery pack in their old controller. They then put in battery and tried to charge ins but gotno device found. After about 7 minutes of using passive recharge mode, pt was able to start charging ins with excellent quality. Pt called back and said they are at 70 percent, and its still taking a long time to charge. Since repair has already sent a replacement recharger (rtm) and controller, the pt was redirected to their healthcare provider (hcp). Additional information was received from a manufacturer representative (rep). It was reported that the caller is with patient attempting to communicate with ins. At the start of the visit the tablet connected and informed caller the ins was too depleted. Looked like stim had been off since jan 7th. Caller has been passively recharging for about 30 minutes at the start of our call. Patient reported she had seen the ins was at 70% this morning flash on the controller but not able to charge and not able to connect with the controller since. Patient has been sent a new rtm and then a controller since december. Prior to december the system was functioning well. Caller noted the ins seems <(><<)>1 inch deep and can feel all the borders of the ins. Technical services (ts) requested caller go to tech mode to attempt to pair ins as the controller kept showing no device found. Ts requested caller disable and enable. Tried these a couple times and no device found. Tried aa batteries without the rtm and couldn't connect - controller was not paired. Caller checked ins with tablet and was at 90%. Caller turned stim on per patient request at 7 (instead of 14/15 the patient normally uses). Will review product to be sent out with team.  After reviewing determine to escalate to scs prin and wait on external product.  Pt called inquiring on the status of their replacement equipment. Agent reviewed that mdt will not be sending additional equipment until they have followed up with their mdt representative. Caller was redirected to follow up with the managing hcp and mdt representative information was received from manufacturing representative it was reported that the implantable neurostimulator was replaced and it will be returned for analysis.

Manufacturer narrative:
Product analysis #(B)(4):analysis information -- 2024-02-16 14:21:01 cst pli# 30 product ID# 97715 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. H3: analysis of the 97715 implantable neurostimulator (s/n (B)(6)) revealed that the device had a short circuit and could not connect to external device. Continuation of d10: product ID 97755-s serial# (B)(6): product type recharger product ID 97745nt serial# (B)(6) product type. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from manufacturing representative. It was reported that the explanted device had been sent back to the lab for analysis. Analysis had been performed on the returned implantable neurostimulator (ins).